Event description:
It was reported that the patient experienced several syncopal episodes due to a right ventricular lead fracture. The lead had high pacing impedance and undefined impedance of greater than 9999 ohms, plus the lead was unable to capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).